Manufacturer narrative:
(B)(6).

Event description:
It was reported that stuck on wire occurred. The 80% stenosed target lesion was located in the moderately tortuous and non-calcified distal internal carotid artery. A filterwire ez embolic protection system was deployed and an 8.0-36 carotid wallstent self-expanding stent was advance. However, the stent became stuck with the wire and was unable to advance further. The wire was difficult to be removed, so the whole system was withdrawn as one unit. Another wallstent was deployed and completed the procedure. No complications were reported, and the patient condition was stable.